Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy. Troubleshooting revealed high impedances on the entire lead. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced. Issue resolved.

Manufacturer narrative:
The report event of high impedances was confirmed. Microscopic inspection of the returned lead identified a kink on the lead body where all internal wires were broken. The cause is consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.